Event description:
The customer reported being in the emergency room with high blood glucose over 600mg/dl. The customer was not feeling well and vomiting. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.